Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pacing thresholds and pace impedances. Over the last year, the values have risen gradually, so during a device change out procedure, the rv lead was surgically abandoned and replaced. The pace impedances were still within normal limits, but had increased from 900 ohms to 1500 ohms. There were no additional adverse patient effects reported.